Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located right above the moderately tortuous and moderately calcified anastomotic region of the arteriovenous graft (avg) shunt in the cephalic vein of the left forearm. A 7.0 x 40, 75cm mustang&#10242;balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres on the fourth inflation for 30 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified the blood before further inflation attempts were made. After soaking positive pressure was applied when liquid was observed to be leaking from a pinhole at 2 mm proximal to the distal transition zone of the balloon. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located right above the moderately tortuous and moderately calcified anastomotic region of the arteriovenous graft (avg) shunt in the cephalic vein of the left forearm. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres on the fourth inflation for 30 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.